Event description:
It was reported that the pump did not recognize the syringe and there were issues with the flange. No patient injury was reported.

Manufacturer narrative:
The pump was received for investigation. A visual inspection found the tamper seal removed. No external damage was noted on the outside of the pump. A review of the log history found flange sensor error. During testing of the pump, the flange problem was duplicated. The ear clip was damaged for the flange sensor error when setting up for flow test. Could not repeat size issue after testing and checking calibration. The cause of the problem was due to a damaged ear clip related to user error. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).